Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development event evaluation revealed that the matrix is a modular design and the head is designed to be removed from the bone screw in case of damage or change in surgical preference. If the head is removed during surgery, a new head or different style head can be replaced without the need to replace the bone screw. Tools are provided in the set to remove and apply heads to/from bone screws without damaging the bone screw. It appears that the head was in the pop on position during screw insertion and the screw was over inserted causing the head to separate from the bone screw. Since the head of the matrix bone screw is designed to have the ability to be removed the complaint is invalid. The manufacturing evaluation showed that the part was received with the body/collet separated from the bone screw. The spherical head ID threads are sheared away and missing. Both the body/collet and the bone screw show marks not consistent with manufacturing. Due to the damage the screw head and the collet/body received assembled, the features pertinent to the area of the complaint could not be evaluated; therefore, the complaint is considered indeterminate. (B)(4).

Event description:
It was reported that as the surgeon was inserting the 8.0mm ti matrix polyaxial screw, the tulip head broke off at the screw head. The surgeon removed and replaced the screw with no effect to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).